Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers noted on display. The insulin pump has cracked case near lcd window corner, minor scratches on lcd window, cracked reservoir tube lip and stained end cap sticker noted.

Event description:
It is reported that a customer received an alarm on their insulin pump. The pt's blood glucose level was 360 mg/dl. The customer stated that there were no significant event that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.